Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient involvement.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was noted that the left side bumper was overlapped by the stylet spring and bent. Therefore, the investigation is confirmed for self-activation. It is possible that the poor cannula tang engagement contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.